Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's age medical history, implant date of the pump, cause and event resolution was unknown. The patient's gender was provided and it was indicated that the pump logs could not be obtained.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown dose rate via an implantable pump. It was reported that the intrathecal baclofen (itb) patient reported that on saturday that a critical pump alarm went off, followed by a return of some spasms. When they queried the pump, the clinician programmer software application displayed service/error codes 101 regarding pump reset and code 87 regarding the pump administering at a minimum rate. The critical alarm was deactivated every 10 minutes, as expected. At the time of the report technical services reviewed that both messages indicate that the pump had encountered a problem with the firmware. Because of this, the pump went into safety mode and the flow rate was set to the minimum flow. After deleting the message, they were able to deactivate the alarm and reprogram the pump according to the therapeutic prescription set by the doctor. The pump was re-interrogated and everything was set up as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.